Event description:
Caller reported testing customer receiving a freestyle reading of 162 mg/dl. Customer was experiencing symptoms of hypoglycemia and the paramedics were called. Paramedics tested with an unknown brand meter getting a reading of 77 mg/dl. Paramedics administered intravenous treatment and transported customer to the hospital.